Event description:
User reports a leak coming from under the analyzer near where two modules connect. No patients have been affected and no operators were harmed. The field service representative determined the gear pump pressure was too high causing the leak and he adjusted the gear pump. Performance tests were performed.